Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of occlusion and high blood glucose readings. The customer's blood glucose reading was 382 mg/dl. The customer was assisted with manual injections. The customer reported bents from her last two prosets. The customer declined to troubleshoot for high readings. The reservoir will not be returned for analysis.